Manufacturer narrative:
Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a steel needle found inside the tubing of a minicap extended life pd transfer set. This was observed when the reporter tried to restore fluid flow by injecting sodium chloride injection and urokinase, but failed, so they removed the transfer set and found the steel needle inside the tubing. This occurred during the use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.